Manufacturer narrative:
A medtronic representative inspected the imaging system on-site, and the reported malfunction could not be replicated. Also, reviewed the system logs and it appears that the pendant is having a problem sending the move enable message to the motion controller or the system board is not receiving the message. The site was advised to order a pendant and system control board to resolve this issue. No part replacement has taken place, since the user site has not placed the order. No additional findings possible.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system motions were not functioning. It was reported that none of the motions functioned, including the door, which was stuck open. The invalidate home procedure was completed and 'm' was pressed to re-calibrate without resolution. The surgeon opted to complete the procedure without the use of the imaging system and medtronic navigation. The procedure was completed successfully with no delay. The patient was not affected.

Manufacturer narrative:
Additional information: a medtronic representative reported that the system control board was replaced at the site to resolve the issue. The suspect system control board was discarded and unavailable for evaluation.